Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the lead was left partially connected. The two electrodes with high impedances were not inserted. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type ii. It was reported that the implanting physician was having difficulty getting one of the leads fully into the header block of the new ins during an ins replacement surgery. It was reported that the surgeon could get 6 of the 8 contacts into the header block, but no more than that. It was noted that the surgeon had some difficulty getting the same lead out of the old ins. The lead did not appear to be bent or out of round. The implanting physician thought they would keep the lead partially inserted. No symptoms or complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.